Event description:
Additional information was received indicating this left ventricular (lv) lead exhibited high out of range pace impedance measurements and loss of capture and this right atrial (ra) lead exhibited fluctuations in impedance measurements. At the revision procedure, the leads were tested on a pacing system analyzer (psa) and the lv lead continued to exhibit high out of range pace impedance measurements. The physician elected to explant and replace the ra lead as the patient already required a lead extraction to remove the lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead. And left ventricular (lv) lead were explanted and replaced. It was noted that the ra lead had exhibited unspecified impedance issues and that the lv lead had exhibited an unspecified product performance issue. A new system was successfully implanted. No additional adverse patient effects were reported.